Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city and d3 - zip code: corrected. H6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump was alarming upstream occlusion after the pump has been stopped. The pump had stopped for several hours but the patient denied any alarms. After trying to restart the pump, the pump started to alarm upstream occlusion. They instructed the patient to make sure the spike was fully inserted and restart the pump. The pump continued to alarm. The patient stated there was no flow stop on the pump. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.